Event description:
Information received that the brake was not holding. No injury reported.

Manufacturer narrative:
Unit was in repair shop. Technician found the brake was not holding due to defective foot section. Replaced defective foot section hex rod and broken sims screw to resolve this issue.